Event description:
It was reported that a cartridge alarm occurred during bolus insulin delivery. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose ranged from 240-253 mg/dl.